Manufacturer narrative:
Di: (B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the balloon rupture occurred. A 10/3.50 flextome cutting balloon was used to treat the moderately tortuous and moderately calcified target lesion. During the procedure inside the patient, the balloon ruptured at rated burst pressure. It was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit, positive pressure was applied and liquid was observed to be leaking from a longitudinal tear 1mm distal to the distal end of the proximal markerband for distance of 5mm distally. The proximal markerband was reviewed for damage or sharp edges with no issues observed. A visual and microscopic examination observed no damage to the tip, blades or balloon catheter dilation system. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon rupture occurred. A 10/3.50 flextome cutting balloon was used to treat the moderately tortuous and moderately calcified target lesion. During the procedure inside the patient, the balloon ruptured at rated burst pressure. It was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.